Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed there was no image. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image because of a communication failure due to cable failure caused by a kink on the cable. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following caution, which may help to prevent the issue: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device. In addition, there was a kink on the cable due to physical stress. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the subject device "did not turn on the monitor". There was no image from the subject device. Additional details were requested regarding the reported event. No additional information has been provided. There was no harm or user injury reported due to the event.